Manufacturer narrative:
Results: - fowler.

Event description:
It was reported by service report that the fowler was unable to support pt weight. The customer could not determine whether there was pt involvement or if adverse consequences occurred.